Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the atrial lead dislodged due to the device migrating because it was not anchored down. The lead was "respositioned" and remains in use.